Event description:
Pieces of the metal wire were shaved off as it was being used with the sphincterotome. The physician noticed this during the procedure. The physician was hopeful that he retrieved all the pieces that had broken off.